Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of proximal migration of the device is unknown, but was reported as 2017, the date of event has been estimated as (B)(6) 2017. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoprosthesis migration, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), endoleak, and reoperation.

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment of an aortic arch aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag) after replacement of the patient's ascending aorta. On an unknown date in 2017 a follow-up examination revealed that the distal end of the ctag device had migrated proximally just under 1cm. The physician reported that the distal end of the ctag device was placed at an angle to the aortic wall which may have caused the migration. No endoleak or aneurysm enlargement was noted. In (B)(6) 2021 a computerized tomography (CT) scan showed aneurysm enlargement of just under 5mm. It was reported that the degree of device migration was unchanged. On (B)(6) 2021 a gore® tag® conformable thoracic stent graft with active control system was implanted distally. The physician reported that, during the reintervention, angiography imaging did not reveal an obvious distal type I endoleak, however a distal type I endoleak was suspected. It was reported that the procedure was performed prophylactically. There were no further reported issues. The patient tolerated the procedure.